Event description:
Used tape for holter monitor on 11/13/93: local reaction. On 11/14: severe pruritic macular eruption from neck to ankles. Though the tech was told that there was a severe local reaction to this tape previously, no other tape apparently was available. Twenty-four hrs after removal of the tape there was again a severe local reaction, but this time it gradually extended to the entire body with exception of the head, hands and feet. The rash was accompanied by severe pruritus. Prednisone in large doses gave moderate relief (a dermatologist was consulted). Today, 4 wks later, the rash is completely gone with some pruritus still present. Pt suffers from paroxysmal tachycardia. Rptr wonders which of the components could be the causative agent.